Event description:
It was reported that the device was used during a thoracotomy. It was reported by the rep that after two successful firings of the instrument, the surgeon fired for the third time. One set of staples fired and the other did not. The side that did not fire was on the pt side of the line of transection. This occurred two times in a row and the last firing was again successful.